Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had freezing, trouble walking, and more falls since implant. Since (B)(6) 2015, the patient had 10 falls. Diagnostics included an examination on (B)(6) 2015 and the patient had trouble walking and freezing. On (B)(6) 2015, the patient had an examination and had trouble walking. Another examination was done on (B)(6) 2016 and the patient had trouble walking. Intervention was medical or non-surgical and included reprogramming the implantable neurostimulator (ins). On (B)(6) 2015, three programs were tested and on (B)(6) 2016, four programs were tested. The patient was hospitalized on (B)(6) 2016 to test the effects of stimulation. The ins was reprogrammed again on (B)(6) 2016, new programming. The event was possibly related to the device, therapy, or implant procedure. The event was due to programming. The outcome was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had hypnosis consultation (B)(6) 2022. They also had some episodes of freezing during the passage obstacles (B)(6) 2016. Walking trouble and freezing that was more marked in the morning, tested on (B)(6) 2017. More freezing of the step at the passage of the doors and during starting on (B)(6) 2018, freezing of walking able with several falls on (B)(6) 2019, and lastly the patient reported less freezing on (B)(6) 2021. The issue however was considered ongoing and unresolved with no further action being taken.